Event description:
Reporter indicated that patient experienced pre-ventricle contractions in 2001. Pt had an EKG done and then had an episode where pt fainted. Pt then had a 12-lead EKG done that showed wolff parkinson-white syndrome (strange type of abnormal EKG). Pt was also having v-tach, rate over 100 and was admitted to ICU. On three days later, the device was programmed to off and the EKG immediately went back to normal. The patient's device was prgrammed back to on. The wpw is continuing, but the pt has been released from the hospital and was sent home. No drugs were added for the cardiac condition or have any epilepsy drugs changed recently. Currently the plan of action is to see the pt in the fututre and not make any changes to the device settings.